Manufacturer narrative:
Concomitant medical products: product ID 8709 lot/serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2020 product type catheter. H6: correction: device code c76126 does not apply to this event. Device codes c62968 and c62917 have now been applied for the catheter ( lot/serial# (B)(6)). Additional information: code-conclusion 67 is no longer applicable for this event. Code-conclusion 22 remains valid. Going forward, the patient codes, device codes, and evaluation codes only apply to the catheter (lot/serial# (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated there were no symptoms reported. However, the physician determined there must have been some length of time therapy was not being delivered. It was discovered the catheter was dislodged and fractured on (B)(6)2020. There was no device issue with the pump. The pump replacement was planned slightly ahead of the elective replacement indicator (eri) due to winter transportation issues. The cause of the catheter being fractured and dislodged was unknown. The entire system was explanted. Re-implant was not planned anytime soon. It was unknown if any further actions had been taken or planned at this time ((B)(6)2020). The pump was discarded and the catheter had been sent back to the manufacturer. It was confirmed the information provided had been confirmed with the physician/account.

Manufacturer narrative:
H6 update/correction: the previously applied conclusion code 22 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a partial catheter was returned to the manufacturer. Analysis of the catheter revealed a non-significant finding regarding the catheter body having been deformed in shape and/or having had an abrasion that did not affect infusion in the lab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen (2000mcg at 188mcg) via intrathecal infusion pump for intractable spasticity. It was reported that a pump replacement was attempted, and the catheter was found dislodged and fractured. The entire system was explanted. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed, and no interventions were taken to resolve the issue. The issue was resolved at the time of this report. The patient¿s status was alive with no injuries. No symptoms or further complications were reported.